Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG cables are no longer functioning. The readings will go in and out and not working properly. They did not produce error code. They switched out a lead set from a working device, and it worked fine after trouble shooting on their test equipment. The lead set they used from a working device passed check, and the leads that were not working also did not pass. The bedside monitor is not returning, just the ECG cables are returning. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. No device model or patient info d1 brand name, d4 model number, catalog number, serial number, UDI number, g4 PMA / 510k number, h4 device manufacture date. D10 concomitant medical device, ECG cable, model: bj-900pa, sn / lot: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 11/24/2025.

Event description:
The biomedical engineer (bme) reported that the ECG cables are no longer functioning. The readings will go in and out and not working properly. They did not produce error code. They switched out a lead set from a working device, and it worked fine after trouble shooting on their test equipment. The lead set they used from a working device passed check, and the leads that were not working also did not pass. The bedside monitor is not returning, just the ECG cables are returning. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the ECG cables are no longer functioning. The readings will go in and out and not working properly. They did not produce error code. They switched out a lead set from a working device, and it worked fine after trouble shooting on their test equipment. The lead set they used from a working device passed check, and the leads that were not working also did not pass. The bedside monitor is not returning, just the ECG cables are returning. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG cables are no longer functioning. The readings will go in and out and not working properly. They did not produce error code. They switched out a lead set from a working device, and it worked fine after trouble shooting on their test equipment. The lead set they used from a working device passed check, and the leads that were not working also did not pass. The bedside monitor is not returning, just the ECG cables are returning. No patient harm was reported. Investigation conclusion: seven new cables were sent to the customer, and the complaint cables were returned to nihon kohden for evaluation. No physical damage was observed. Among the returned cables, five were confirmed to have malfunctioned, while two were functioning normally. The root cause was failing cable continuity. Although the cables were still under a 90-day warranty and free of obvious defect, the internal cable continuity may have failed due to mechanical stress such as bending or twisting. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device: ECG cable: model: bj-900pa, sn / lot: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 11/24/2025. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.